Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the ballooning process. There was no reported patient injury. The device was intended for use in a trans-arterial chemo embolization. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 not depressed. The stopcock was found closed with a cordis mynx syringe attached to the unit. The sealant was present in the manufacturing position fully covered per the sealant sleeves. In regards to the sealant sleeves conditions no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was tested for an inflation / deflation functional analysis, where no issues related to the reported event were observed, as the balloon was inflated and deflated without issues as expected. A review of the manufacturing documentation associated with lot f2417301 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon was able to be inflated and deflated successfully with no issues and no leaks noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the ballooning process. There was no reported patient injury. The device was intended for use in a trans-arterial chemo embolization. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2417301 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.